Event description:
It was reported that the customer experienced a low blood glucose (BG) level of "below 54" mg/dL. Suspected cause was due to the customer¿s settings requiring adjustments. Customer Consumed glucose tablets or Consumed carbohydrates. Customer updated their pump settings to address the event.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.